Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect; cause was unknown. Customer's blood glucose (bg) level was 332mg/dl. Tandem technical support assisted the customer in correcting the pump time, and successfully resuming insulin delivery.